Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of over 600 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted with trouble shooting and assisted the customer with programing the time and date on their insulin pump. The customer did not return the product back for analysis.